Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Concomitant medical products: PICC line (1.9 and 1.2 fr); 24 gauge IV catheters. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that tpn(250ml) leaks around the filter. The customer stated that; "the nicu neonates have either PICC or IV lines that are mate to tpn tubing to a trifuse for 20% intralipids and antibiotics infusions. The tpn rates varied from 5-12 ml/hr". The rn stated: "tubing was primed and hung/primed on september 30th and was noted to be leaking from the tpn filter on 10/2. There was no obvious signs of harm to the patient however a potential risk of infection". Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s report of tpn leaks around the filter was confirmed. Functional testing observed leaking out of both filter vents on the set¿s micron filter. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed no damage to the filter¿s membrane or housing. Yellowish colored liquid was observed in the set¿s burette and entire length of tubing. Yellowish/brown colored dry material was observed on the outside of the entire set. Orange alcohol disinfecting caps were attached to all three of the set¿s smartsites. No abnormalities were observed on the set during visual inspection. To prepare the set for functional testing a PICC line was attached to the set¿s male luer to simulate the customer¿s use description. The root cause of the leak was not identified.

Event description:
It was reported that tpn (250ml) leaks around the filter. The customer stated that the nicu neonates have either PICC or IV lines that are mate to tpn tubing to a trifuse for 20% intralipids and antibiotics infusions. The tpn rates varied from 5-12 ml/hr. The rn stated tubing was primed and hung/primed on september 30th and was noted to be leaking from the tpn filter on10/2. There was no obvious signs of harm to the patient, however; there is a potential risk of infection. Although requested, no further details were provided by the customer for this event.